Manufacturer narrative:
A complaint was received on 9/25/2023 reporting skin discoloration and blisters occurred with one reported patient. Details were not provided regarding treatment after the rash and blistering occurred. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
The skin discoloration and blisters occurred with one reported patient.

Manufacturer narrative:
A complaint was received on 9/25/2023 reporting skin discoloration and blisters occurred with one reported patient. Details were not provided regarding treatment after the rash and blistering occurred. The sample was not returned to deroyal for evaluation. Deroyal was unable to determine the true root cause. Due to the root cause finding there were no corrective and or preventive actions taken. Instructions for use are printed on the cold and hot pack. When pack is hot instruction for use states cover or wrap in a towel. Apply to desired area. When the pack is cold, place pack in coldstar cover or wrap in a towel and apply to desired area. Do not lie or sleep on pack. An inventory check of the foam wrap with cold and hot packs was made by deroyal, a total of 8 of 9384-00 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.